Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) pcb was evaluated and identified as the root cause of the issue. The component was ordered for replacement. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.